Event description:
Surgeon performed lavh. Ip ligaments were bleeding after vaginal portion of the procedure was complete. The pedicles were not only bleeding but the tissue was not closed at the staple line. Surgeon had to place ligating clips to achieve hemostatis.